Event description:
A customer reported 2 patients samples on their dxh600 instrument had high nucleated red blood cell (nrbc) results. Erroneous nrbc results were not reported out of the laboratory and there was no death, injury, or change to patient treatment attributed to or connected with this event. After the incident, latron was very poor and parameters out of the expected range. Review of the provided printouts confirms the reported issue. The nrbc result on each of the runs for both patients was flagged ch (critical high), sometimes with instrument generated " r" flag. The nrbc results were backlit (blacked out), numeric results were not legible. The white blood cell (wbc) and differential results show good reproducibility for each patient and were not considered erroneous as manual results for one of the patients correlated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found solenoid valves vl218 (manifold - mf203) and vl216 (mf202) which routes flow cell waste out, malfunctioned causing back pressure in the flow cell path which contributed to the elevated nrbc results during sample analysis. The fse reconnected the sample line and replaced solenoid valves vl218 and vl216 to resolve this issue. (B)(4).